Manufacturer narrative:
Qn#(B)(4). On 11/10/2016 additional information received: the patient had arterial bleeding. As a result, a new saf sheath was placed successfully. On 11/14/2016 additional information received: there was no significant blood loss. No blood transfusion was necessary. There was no harm to the patient related to the loss of blood. Investigation: the saf sheath was returned separated from the sheath hub at the proximal end. The proximal end of the sheath appeared to have had unraveled. The damage is consistent with removal difficulty. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the sheath being torn at the valve hub is confirmed. The sheath body was found unraveling at the point of connection between the valve hub and the sheath body. The body and hub were separated from each other. The damage appears consistent with forceful removal.

Event description:
It was reported that the event occurred in intensive care. Prior to insertion the device was flushed; dilator and super arrow flex (saf) sheath was placed over the guide wire and arterial bleeding was noted. The saf is torn at the valve. As a result a new saf sheath was placed successfully. There was no reported delay, death, or complications to the patient as a result of this occurrence." Additional information was received on 10/21/2016: the arterial bleeding was noted at the sidearm of the saf sheath.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in intensive care. Prior to insertion the device was flushed; dilator and super arrow flex (saf) sheath was placed over the guide wire and arterial bleeding was noted. The saf is torn at the valve. As a result a new saf sheath was placed successfully. There was no reported delay, death, or complications to the patient as a result of this occurrence." Additional information was received on 10/21/2016. The arterial bleeding was noted at the sidearm of the saf sheath.